Manufacturer narrative:
The issue reported was that a white flare-type artifact displayed near the top of the skull on patient images. The user recognized the artifact and there was no misinterpretation or actual patient harm in this case. Philips engineering evaluated digital imaging and communication (dicom) images and raw data and determined the artifact was the result of a cone beam attenuation correction (cbac) algorithm applicable to head scans with a x64 collimation. The cbac algorithm is used for large collimations and large pitches. However, as in this case, the pfs (projection based frequency split algorithm) was found too sensitive to motion artifacts. Engineering concluded the root cause was inconsistent projections over a short 180-degree scan used in projection domain frequency split to find low frequencies in an image. Additionally, actions to prevent the issue are as follows: frequency cut-off needs to be lower, which resulted in a move to projection-based frequency splitting (pfs) before back-projection into image-based frequency splitting (ifs) after back-projection to further protect from possible system inconsistencies (aka split artifacts), median filtering in the z-direction applied. Furthermore, utilizing a lower collimation x32 collimation for head CT scans disables the cbac and omits the artifact. Therefore, the site was instructed to use a x32 collimation for head scans. Therefore, based on the investigation performed, this event is considered a non-reportable event. The level of cone beam artifacts of the system shall be comparable to baseline images by a qualified observer. The system did not cause or contribute to a death or serious injury and would not cause a death or serious injury if this event were to recur.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was a white flair artifact displayed near the top of the skull on patient images. There was no actual harm reported associated with this complaint. Based on the available information, it is unknown if the reported event would be likely to cause or contribute to a death or serious injury if it were to recur. Therefore, this event is being conservatively reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips engineering has not completed the investigation of this event. We will file a follow-up emdr at the completion of the investigation.internal cross reference: (B)(4).

Manufacturer narrative:
Note: no new information has been received and this investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Manufacturer narrative:
Philips has received data regarding this complaint; the investigation has not been completed. Note: this investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.